Event description:
It was reported that two years ago a patient had sustained complications following a knee procedure, which included use of an unknown (B)(4) microfracture instrument. The surgeon alleged that during the procedure, tiny metal fragments broke off of the (B)(4) device while it was inside the surgical site. In order to retrieve the metal fragments, the procedure became lengthier and more invasive than originally anticipated. Ultimately the fragments were retrieved and the procedure was completed. Two weeks after the procedure, the patient developed tissue necrosis and a staph infection surrounding the bone. The patient has required several revision surgeries and now claims to have lost full knee function.

Manufacturer narrative:
The reported instrument was not returned for evaluation, therefore customer's complaint cannot be verified, nor can a root cause be determined with confidence. Based on the description of the event, it is suspected that the instrument involved in the case was a chondral pick from the microfracture system. As these chondral picks are reusable instruments, they are subjected to wear and tear. The chondral picks are also subjected to tapping. Excessive force added to tapping of the picks can result in a broken pick, as well as normal wear and tear. Although this cannot be confirmed without visual inspection, this is the most likely root cause for the reported event.